Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an afib - paroxysmal ablation procedure with a octaray, galaxy, 48p, 2-5-2-5-2, f-curve. It was reported that the octaray catheter lost deflection during the procedure and was stuck at an 80 degree curve. The catheter was replaced, and the issue resolved. The case continued without further incident or harm. The curve of the catheter was stuck/jammed in a full deflected position. The knob/piston was not unable to be turned and/or pushed up and down, you could still move plunger hanger, but curve would not release. There was no difficulty in removing the catheter. There was no ring, electrode or other physical damage observed at the distal end of the catheter. They have already sent device back, so they do not have images. The sheath used was a 8f long. Deflection issue is not MDR-reportable. Deflection stuck is MDR-reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was updated on 04-jul-2023 as follows: visual inspection and deflection test of the returned device were performed following biosense webster inc. (Bwi) procedures. Visual analysis revealed that the handle deflection was stuck, it did not come back to fully relaxed position. Manufacturing investigation concluded the reported condition is manufacture related since the catheter were over adjusted a manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). During an internal review on 28-jun-2023, it was noted that the medical device problem code of positioning problem (a1502) was not necessary as the code of mechanical jam (a0506) is sufficient in categorizing the event. Therefore, the code of positioning problem (a1502) was removed.

Manufacturer narrative:
It was reported that an unknown patient underwent an afib - paroxysmal ablation procedure with a octaray, galaxy, 48p, 2-5-2-5-2, f-curve. It was reported that the octaray catheter lost deflection during the procedure and was stuck at an 80 degree curve. The curve of the catheter was stuck/jammed in a full deflected position. The catheter was replaced, and the issue resolved. The case continued without further incident or harm. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation. Visual inspection and deflection test of the returned device was performed following bwi procedures and the evaluation was completed. Visual analysis revealed that the handle deflection was stuck, it did not come back to fully relaxed position. Manufacturing investigation concluded the reported condition is manufacture related since the catheter were overly tight. As part of the investigation process, it was determined that pre-curve condition was produce by an over adjustment of the set screw. No procedural /design modifications are recommended per the incidence / harm rate. Awareness will be given to all personnel. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The deflection issue reported by the customer was confirmed other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).